Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8282620. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-09. Medical device lot #: unknown. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ micro 6mm x 32 g pen needles were not working. This occurred on 250 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 320749, batch no: 8282620. It was reported that the consumer found most all to not work during flow check and also injection. They found the non patient ends to be bent after use and also on most of the ones she injected with the patient end was dull and hurt while injecting. Wife using the micro pen needles item 320749 new one each time. Used 2 full boxes unknown lot numbers plus a third box and found most all to not work during flow check and also injection. They found the non patient ends to be bent after use. Also on most of the ones she injected with the patient end was dull and hurt while injecting. Sending mailing kit they are using the last of the 50 pen needles from this third box and will set aside some used ones with issue and I have asked them to hold aside 2-3 pen needles that have not been used. I have reviewed the proper placement of the non patient end of the pen needles and sending 2 replacement vouchers with mailing kit.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that bd ultra-fine¿ micro 6mm x 32 g pen needles were not working. This occurred on 250 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 320749. Batch no: 8282620. It was reported that the consumer found most all to not work during flow check and also injection. They found the non patient ends to be bent after use and also on most of the ones she injected with the patient end was dull and hurt while injecting. Wife using the micro pen needles item 320749 new one each time. Used 2 full boxes unknown lot numbers plus a third box and found most all to not work during flow check and also injection. They found the non patient ends to be bent after use. Also on most of the ones she injected with the patient end was dull and hurt while injecting. Sending mailing kit they are using the last of the 50 pen needles from this third box and will set aside some used ones with issue and I have asked them to hold aside 2-3 pen needles that have not been used. I have reviewed the proper placement of the non patient end of the pen needles and sending 2 replacement vouchers with mailing kit.